Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2011-05435. The patient received 2 percutaneous leads (from the same lot) on (B)(6) 2005. On (B)(6) 2006, she received an ipg. It was reported the patient could no longer increase stimulation. She was also experiencing discomfort at the ipg site. An impedance check revealed invalid impedance on both leads. As a result, both leads were explanted, replaced, and relocated. During the surgical procedure, the doctor noticed both leads were fractured. In addition, the ipg was explanted, replaced, and relocated for better comfort. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.